Event description:
It was reported the patient presented for initial procedure. During implant, the left ventricular lead kept dislodging. The physician elected to not implant the left ventricular lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. A complete lead was returned in one piece for analysis. Visual, electrical, and double-bend analysis were normal with no anomalies found.